Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced pain in the pocket area. The right ventricular lead was explanted.